Event description:
It was reported that the procedure was to treat a mildly calcified proximal left anterior descending artery. The lesion was pre-dilated with a 3.0x8mm and 3.5x8mm non-compliant balloons at 10 atmospheres. The 3.50x18mm xience alpine stent delivery system (sds) was deployed; however, check shot revealed a dissection at the distal end during removal of the sds. The dissection was covered with a 3.5x8mm drug eluting stent with good timi iii flow and no residual stenosis. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.